Event description:
It was reported that the box and the product were received damaged. The box was creased in the middle, the catheter was damaged; it was indicated that it was coming apart at the top of the shipping tube.

Manufacturer narrative:
The catheter was received without the outer box. Visual examination revealed that the catheter tube was broken and sterility of the product had been compromised. The catheter was received in a broken shipping tube. The clear adaptor was broken at the bond site, between the clear adaptor and the white tube. The shrink seals were still attached, one at the clear adaptor cap and the other around the IFU. The catheter tube was received in a single plastic bag. When the catheter was removed from the tube, it was found to be in good condition. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was confirmed and appears to be related to shipping of the product. An investigation is currently underway to determine the variables that can impact the product during shipping, in an effort to reduce complaints of this type.